Event description:
Description of event: in 1999, a dr implanted a 29mm mitral st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 29mecs-602). This pt was part of the artificial valve endocarditis reduction trial (avert) and had a history or cardiomegaly, atrial fibrillation, hypertension and left atrial enlargement. Two hours postoperatively, the pt experienced bleeding which required reoperation for exploration. Bleeding was observed from the mediastinal/pleural drainage and reoperation revealed bleeding vessels and leakage bedside the left artrial pressure line. The pt's recovery was uneventful. In 2000, the pt was hospitalized due to a "neurological event" and had an inr of 2.1. Cervical doppler demonstrated diffuse sclerosis and CT scan showed "hypodense lesions paraventricular" with no bleeding. An echocardiogram performed in march demonstrated a dysfunctional left ventricle and severe pulmonary hypertension. There was also "no evidence" of prosthetic mitral valve dysfunction. The clinical symptoms of the neurological event resolved, aspirin was added to the pt's anticoagulation therapy, and the pt was discharged in march 2000. No add'l info has been received and the valve remains implanted.

Event description:
Per event report: two hours postoperatively, the pt experienced bleeding that necessitated repair. On 06/ march 2000, the pt was hospitalized due to a "neurologic event". International normalized ratio was "not within target range". Cervical doppler showed diffuse sclerosis and CT showed lesions. On 10 march 2000, ECG exhibited left ventricular dysfunction and severe pulmonary hypertension; however, there was no dysfunction of the prosthetic mitral valve. Clinical symptoms of the event resolved. Aspirin was added to the pt's anticoagulation therapy and pt was discharged on 17 march 2000.